Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure was caused by a short in the muscle wire. The field service engineer (fse) reseated all connections, and the drawer along with its pockets was cleaned. Further inspection revealed the muscle wire shorting, which was repaired. After completing the repair, the drawer was tested using hardware test application (hta) diagnostics, and the results confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.